Manufacturer narrative:
Country: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient has started to experience shocking into the groin and done leg. Not had this before. The patient walked into a table at the point of the battery/scar. The shocking sensation began after that. The patient tried other programs and was getting the shocking on all they tried. Patient has switched the device off and shocking has stopped. The patient will switch on device again after 2/3 days, once discomfort around battery subsides following walking into the table. At a sub sensory level to see if shocking sensation restarts. The plan is to review the patient in clinic, potentially (B)(6) 2024, to run impedance check and assess whether liquid/fluid has gotten into header following the accident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the results of the impedance check was all within range. The cause of the issue was related to knocking the device. Would appear to be more related to that rather than fluid in header. The steps taken for resolution was using monopolar settings did not cause any shocks and patient trialing through these to find which works best for them. Patient to be followed up in 4 weeks to check all okay.

Event description:
Additional information was received. The manufacturer representative (rep) reported the patient was asked to contact the team if they had continued problems (pifu). They haven¿t been in touch, so it sounds like all is working okay. If that changes, rep will send update accordingly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.